Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The device was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Input tube between left cylinder and pump was fractured causing fluid loss and replacement. Patient is doing fine.